Manufacturer narrative:
This is one event reported on the same patient involving two separate products and associated with MDR#1225714-2014-02483 and 1225714-2014-02484.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2011 after the use of a product.